Event description:
Rptr called on behalf of her husband who uses the meter. Rptr stated that her husband had experienced the er1 message in april of 1997. Rptr said they did compare the confirmation dot with the color chart and while she doesn't remember the blood glucose level she does recall it was the highest color and he was feeling tired and dizzy. She took her husband to the emergency room upon his dr's request where they drew blood and determined his blood glucose was 750 mg/dl. Rptr's husband was given intravenous fluids but other than that medication was not changed by the hosp; later his dr did add rezulin to his normal daily protocol.